Event description:
During service by baxter on (B) (6) 2009, a colleague infusion pump was found to contain a malfunction of an inoperable stop key on the channel b pumphead module keypad. This event occurred during product evaluation. This is involving a pump with software (B) (4) which is categorized as unremediated. There is no additional information available.

Manufacturer narrative:
(B) (4)the pump has been received and evaluated by baxter. During service at baxter, it was discovered that the stop key was not working on the channel b pumphead module keypad. The channel b pumphead module keypad was replaced.